Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 42, 121 and 103 mg/dl. Customer was concerned results were erratic and that the 42 mg/dl was too low. The customer's expected fasting blood glucose test result range is 78 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with fasting erratic results 42, 121, 103, and 84mg/dl. Customer is also concerned that 42mg/dl is too low.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom.) Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 42, 121 and 103 mg/dl. Customer was concerned results were erratic and that the 42 mg/dl was too low. The customer's expected fasting blood glucose test result range is 78 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with fasting erratic results 42, 121, 103, and 84mg/dl. Customer is also concerned that 42mg/dl is too low.